Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report, quality accepts the physician's observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
Additional information received indicated the device had not migrated or eroded through the skin, but that the patient was able to see and feel it through the skin. Additionally, there was a curvature and the patient was not satisfied with their erection. The patient was able to see and feel the prosthesis through the skin.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, everything was removed as cylinder was palpable and adherent to penile shaft on right; reservoir was palpable and adherent in the inguinal area on the left side, sub-muscular.